Manufacturer narrative:
This report is submitted on january, 08 2019.

Event description:
It was reported that the patient experienced a performance decrement with device use, resulting in the decision to explant the device under a general anaesthetic on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on march 13, 2019.